Event description:
The patient has 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient is experiencing ineffective stimulation. Patient indicated when she laid down she experienced intense stimulation and while standing she felt ineffective therapy. Patient does not wish to have system reprogrammed and desires to have the system explanted. Surgical intervention is slated to take place at a later date to explant the system.

Event description:
Further information was received from the physician's office which indicated the patient did not have her system explanted. No further information was provided to the manufacturer.